Event description:
It was initially reported that the patient's incisional wound was bleeding through the dressing. Follow up information received from the healthcare professional indicated that a hematoma had caused disruption of the wound which led to the implantable neurostimulator (ins) being exposed. On (B)(6) 2012 that, patient's ins and lead were explanted and replaced. It was noted that the old ins pocket was washed out while the new ins was placed in a new left pocket. In addition, the patient was evaluated for bleeding disorders which led to a diagnosis of von williabrand's disease and factor viii deficiency. The disorders were previously unknown to the patient and were determined that they led to the formation of the hematoma. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3889-28, lot# v867753, implanted: (B)(6) 2012, explanted: (B)(6) 2012, programmer: model 3037, serial# (B)(4). (B)(4).